Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2017-04253 & 1627487-2017-04255. It was reported the patient was experiencing discomfort from the scs system. Reportedly, the patient's scs ipg pocket site would often become red, bumpy and warm to touch causing him pain. Follow up identified the patient's ipg was replaced with a smaller model. The patient's scs lead adapters were also removed to avoid anymore discomfort at the adapter implant site.